Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction error message on the mx40. It is unclear whether the device was being used on or off the network. If the device is being used off network, there was no report of a patient injury or harm.